Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure she noted an indentation on the iol. The patient is fine. Additional information was provided by the surgeon that the iol was crimped, not indented. There was no medical or surgical intervention. There was no patient harm.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. A photo was provide of the lens in the eye. There appears to be a scratch/scrape mark from the edge toward the center. The haptics at not visible. The scratch orientation cannot be determined. Unable to determine if it is on the anterior or posterior surface from the photo. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of two viscoelastics. Based on our observation of the attached photos, the lens is scratched. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).